Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that they noticed the needle was visible when trying to activate the pod. The pink slide did not move forward.

Manufacturer narrative:
The pod was received with the soft cannula not deployed. The download data showed that the pod had been deactivated by the user at the end of first prime. The device was successfully rerun with no data abnormalities and was deployed as intended. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle did not deploy early as reported, as the pod was received with the needle mechanism not deployed.